Event description:
It was reported that clips mounted onto applicator in normal way during surgery. The locking mechanism failed. This was repeated with another packet of clips with the same result.

Manufacturer narrative:
(B)(4). The customer returned one representative sample of 544240 hemolok l clips 6/cart 84/box for investigation. The actual sample was not returned. The representative sample was returned closed in its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the clips appear typical. No defects or anomalies were observed. The clip applier was not returned. Functional inspection was performed on the returned representative sample. A lab inventory clip applier was used. All six clips in the cartridge were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. All clips were able to successfully close onto the over-stressed surgical tubing without difficulty. No functional issues were found with the returned representative sample. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there was only a representative sample returned and there were no functional issues found with the returned sample. The reported complaint of "clips not closing/locking" could not be confirmed since the actual sample was not returned. One representative sample was returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as all clips were able to be properly loaded into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. The probable cause of this issue could not be determined without the actual sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product hemolok l clips 6/cart 84/box lot# 73f1700497 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips mounted onto applicator in normal way during surgery. The locking mechanism failed. This was repeated with another packet of clips with the same result.